Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-1132, serial #: (B)(4), description:precision spectra implantable pulse generator. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having discomfort at the ipg site. It was also reported that the patient's ipg had migrated due to weight gain, was charging frequently, and no longer working. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.